Manufacturer narrative:
Batch review performed on 12 january 2021: lot 1902012: (B)(4) items manufactured and released on 09-apr-2019. Expiration date: 2024-03-24. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been already sold without any other similar reported event. Additional device involved: batch review performed on 12 january 2021: gmk-primary 02.07.2003r femur std cemented size 3 r (k090988)lot. 172883: (B)(4) items manufactured and released on 21-sep-2017. Expiration date: 2022-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed washout and revised the full-pe uc tibial component and femoral component, 4 months after the primary. The surgery was completed successfully.